Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the right atrium (ra) and right ventricle (rv) leads dislodged as a result of positioning and fixation difficulty. The ra and rv leads were removed and replaced with active fixation leads. No patient complications have been reported as a result of this event.